Event description:
It was reported that during an emergency bowel resection procedure, the device broke apart into several pieces. In particular, the device firing knob broke off. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly the analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.